Manufacturer narrative:
E1:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced infusions set tube leakage event on 27-may-2024.infusion set has been used for one day. No further information available.